Manufacturer narrative:
Visual analysis of the returned capio slim revealed that the needle was not detached and the device does not have any visible failure. Functional analysis found that the device worked as intended. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch. The returned device showed no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the most probable root cause classification is not confirmed.

Event description:
It was reported to boston scientific corporation that a capio¿ slim was used during a sacrospinous fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the surgeon fired the suture through the sacrospinous ligament and retrieved the suture. When checking the suture, the surgeon noticed that the needle had detached inside the patient. The surgeon tried but could not find the needle, he then finished the operation. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a capio¿ slim was used during a sacrospinous fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the surgeon fired the suture through the sacrospinous ligament and retrieved the suture. When checking the suture, the surgeon noticed that the needle had detached inside the patient. The surgeon tried but could not find the needle, he then finished the operation. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). Reported event needle detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.